Event description:
It was reported that the patient presented in clinic. It was discovered, that the right ventricular (rv) lead was exhibiting noise and muscle stimulation. The rv lead was capped and replaced on (B)(6) 2021. The patient was recovering.